Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had inadequate coverage; they were not happy or getting relief with the high density programs. On (B)(6) 2018, reprogramming was attempted for 2 hours; the programming was switched to normal range frequency but coverage could not be achieved on the right side with any of the contacts. It was noted the patient has right side hip pain. Troubleshooting indicated the device usage was at (B)(4)% and compliance seemed to be good. The patient was referred for a surgical consult for consideration of a paddle implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had only been getting slight relief for the past few weeks. The patient denied any falls or trauma. The pain in the right hip was the original pain. The hcp took x rays and they showed that the leads are still midline, at the same level/location that they were at the implant. No suspected lead migration. It was noted the lead may be replaced. The patient is only being referred to a surgeon at this time for a consult. Surgery has not yet been scheduled because the patient would like to have surgery in the fall, after the summer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown when the patient first noticed inadequate coverage because they were running an hd program (parasthesia free). The patient denied any falls or trauma. The patient was implanted for right-side low back, hip, and groin pain. It was not new pain. The healthcare provider (hcp) took x-rays and said it did not look like the leads had moved at all. The patient is being referred to a different hcp because it was believed a paddle lead would benefit the patient. No further complications were reported.